Event description:
(B)(4). Same case as: 2134265-2010-01116. It was reported that post a coronary stenting treatment procedure, the patient experienced restenosis. Lesion 1 was located in the proximal right coronary artery (rca). The lesion was 75% stenosed, 3.00mm in diameter and 15mm long. The lesion was treated with predilation and placement of a 3.0x20mm taxus liberte stent. Post dilation was not performed. Residual stenosis was 0% with timi 3 flow. Lesion 2 was located in the mid rca. The lesion was 75% stenosed, 3.00mm in diameter and 15mm long. The lesion was treated with predilation and placement of a 3.0x24mm taxus liberte stent. Post dilation was not performed. Residual stenosis was 0% with timi 3 flow. Additionally, a 2.5x28mm non-bsc stent was implanted at the non-target lesion located in the mid left anterior descending (lad). The patient was discharged without complications 2 days later on aspirin and ticlopidine hydrochloride. In (B)(6) 2009, the patient experienced restenosis without ischemic symptom in the mid rca. A percutaneous coronary intervention was performed 4 days later. The 75% stenosed, 3.25mm and 15mm lesion was treated with a plain old balloon angioplasty. Residual stenosis was 0% with timi 3 flow. The restenosis subsided and the patient was discharged 1 day later.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)